Event description:
It was reported that the patient presented in the hospital for ICD replacement. Externalized conductors were observed via fluoroscopy between the svc and rv coils. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.